Event description:
A friend or family member of the patient reported that the patient was implanted on (B)(6) 2016. However, ten days following the surgery the pleural effusion hasn't disappeared and the patient is still in the hospital. Consultation with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown.

Event description:
Additional information received from a manufacturer representative reported that the cause of the event was unknown and it was unknown if any actions or interventions were taken to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.